Event description:
It was reported that the tip of the small pointer had broken off during shipment. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
During the device evaluation, a mechanical impact during shipping was determined to be a potential root cause for the reported event.

Event description:
It was reported that the tip of the small pointer had broken off during shipment. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.